Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console not properly receiving ac power was confirmed via the log file that was extracted from the centrimag console during testing. The console was observed to have been power cycled 4 times from (B)(6) 2024. During 3 of these 4 power cycles, a b6: on battery alarm was active shortly after the console was powered on, suggesting that the console was not receiving ac power and was operating on backup battery power. The system was not in patient use at these times, and the system was manually shut down a few minutes after each power cycle. No other notable events were observed. The returned centrimag console (serial number (B)(6)) was received at the service depot. The console was functionally tested and was power cycled multiple times; however, the console functioned as intended throughout all testing and was always able to properly receive ac power. The serviced and tested console was returned to rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M, section 7 ¿setting up the system¿) instructs users on how to properly connect the ac power cord to the centrimag console. The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including alarms associated with the console being on battery power (b6), as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a centrimag console would not connect to ac power.